Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator and lead replacement surgery due to high impedance, the surgeon stated that the helices of the replacement lead appeared different than those he had seen previously. He explained that he normally observed a full loop above and below where the center loop of the electrode helices attached to the lead wire. However, in this procedures and another procedure (reported in manufacturer report #1644487-2015-05659), the surgeon stated that helices appeared to be connected to the lead wire at a lower location and that there wasn't a full loop but a half loop. The surgeon stated he observed the same exact issue for both leads. The surgeon elected to implant the lead and diagnostic results of the replacement vns system showed normal device function. No further information relevant to the event has been received to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The high impedance event was reported in manufacturer report #1644487-2015-05632.